Event description:
A customer reported a cgm error designated as error 42 related to the #g7sensor. There was no adverse impact to the customer's blood glucose level. Tandem technical support assisted the customer by providing detailed instructions to reset the pump, and the customer confirmed that the error did not reappear after the reset, successfully starting their sensor session.